Manufacturer narrative:
(B)(4).

Event description:
Per physician's social media post- (B)(6) 2020 - type b dissection, post tevar with zenith graft. Now with enlarging false lumen. Per cook representative - (B)(6) 2020 - based upon the physicians social media post, no I don't believe this warrants a complaint as he used the zenith proximal dissection stent to treat the entry tear of the type b dissection and is seeing expansion of the false lumen (doesn't mention endoleak in social media post and later responds to a comment that it is not a type 1 endoleak). Having continued flow into the false lumen can happen, often does, based upon the patient¿s anatomy as well as due to various fenestrations across the septum throughout the dissected aorta. He mentions that the false lumen is continuing to expand, yet that is not indicative of a device failure; the flow can be coming from distal of the proximal device in uncovered or bare sections. The discussion appears to be around next steps in what other physicians would now do (additional covered stents, other techniques, etc.).